Event description:
While on a pt the ventilator started smoking (black) and a strong acrid odor. The unit was swapped out and no pt injury occurred. Alarms - unknown, settings unknown. The unit's 02 module was removed as it had smoke coming from it. The gas module has been replaced and tested within manufacturer's specifications and returned to service.